Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated the impedance on the atrial pacing lead was beyond the expected upper range. It was noted that atrial impedance steady at 450 ohms through week of (B)(6) 2015, then begins to vary from 350 ohms up to > 9999 ohms starting week of (B)(6) 2015. Atrial lead warning on (B)(6) 2016 with high count (90%) of high impedance paces since warning.

Event description:
It was reported that the atrial lead had exhibited high impedances. A possible atrial lead fracture was suspected. Additionally, the right ventricular (rv) lead's impedance has increased over the last several months. Since the patient is dependent the physician chose to put a new system on the right side and leave the old system on until the new system is stable and mature. It was later noted that the old system is no longer in use as the device was explanted and the atrial and rv leads were capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.